Event description:
It was reported that the patient had his inflatable penile prosthesis revised due to pump not working. The pump started working again during case, so all components were left implanted and a new connector was used. 75 cc of fluid were taken out of the reservoir and 90 cc of fluid were put in the reservoir.